Event description:
Customer reported an issue with the speaker and vibration function of their pump, specifically that the vibration was not working. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to adjust various settings to troubleshoot and ultimately decided to replace the pump. They advised the customer to return the faulty pump within 10 days using a prepaid return label to avoid being billed. The customer was notified to program their settings and connect their continuous glucose monitoring system to the new pump.